Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. There were no physical damage and no problem detected. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a cut in the insulation cable. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: even though there was no report of any issues after the last use of the instrument, it is believed that there were no issues regarding loss of cautery. The extent of the damage cannot be determined without a 4x magnification.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.